Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A functional check with a mating reamer confirmed the complaint. Previous investigations found eco (B)(4) was implemented on (B)(6), 2008 for both ease of manufacturing and improved function. The date (B)(4) indicates the instrument was manufactured in october of 2007, prior to the design changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Handle unable to mate with modular pieces.